Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed air bubbles in the separation gel. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo confirmed customer reported defect. This is a cosmetic defect which should not impact the efficacy of the tube. Additionally, 100 retained samples were visually inspected, and no defects were found. Complaints for sample quality for the month of february 2025 were not under statistical control therefore factors that may contribute to gel air bubbles were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (gel air bubbles) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles-during use based on photo analysis no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed air bubbles in the separation gel. No patient impact reported.